Event description:
It was reported that the user experienced hyperglycemia on the ilet following a supply and infusion site change, with continuous glucose readings displaying ¿high¿ and subsequent fingerstick measurement later decreasing to 368 mg/dl after corrective actions; tubing primed with visible drops and a site change were performed, and the cannula setting was corrected from steel to teflon per instructions, suggesting a delivery or site-related issue. Symptoms included elevated blood glucose. Outcomes included need for troubleshooting and education with successful correction without medical intervention. Investigation included customer interview, device use review, and guided troubleshooting of infusion set, tubing, priming, and cannula configuration. Investigation of this case revealed that insulin delivery was likely impeded by site or cannula configuration, with improvement after site replacement and proper cannula selection. It was concluded that hyperglycemia occurred with cause not fully determined but consistent with infusion site or cannula type mismatch, and the event resolved after corrective steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.